Event description:
It was reported the pt's catheter was probably damaged during back surgery and it was not recognized at that time. The pt stated he had trouble with a "cut line and a plugged catheter". During the subsequent two weeks post op, the pt had complained of lack of pain relief even with supplemental oral narcotics. The intrathecal dose was increased twice and then a dye study was performed. The damage was found during the dye study and the catheter replaced.

Manufacturer narrative:
(B) (4): results = catheter. Final catheter analysis revealed holes on both sides of the metal pin connector in the area of the suturing catheter connector. There appeared to be leakage due to the hole. The catheter had a slice cut at explant. The metal catheter connector pin was bent. The distal segment of the catheter was partially occluded with dried drug/blood, but was able to be opened using a guide wire.